Event description:
A female admitted for weakness, fatigue, and anemia, requiring intravenous access. The patient also had a history of cad (coronary artery disease) and hypertension. It was reported by nurse obtaining intravenous access that a malfunction occurred with the catheter. After inserting catheter nurse tried to lock as per procedure, however, the needle would not fully retract and lock. The nurse had to remove the defective catheter and insert a new one to complete task.